Manufacturer narrative:
Insulin pump was received with constant tone due to moisture damage on the electronics. Moisture damage found on the motor also. Insulin pump had cracked case at display window corner, battery tube threads, broken reservoir tube lip, missing reservoir tube o-ring, broken belt clip slot, minor scratched and cracked display window, and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was unknown. The customer states the pump got water damage at the beach and now beeping and doesn't come on. Customer states the pump is vibrating without an alarm or alert. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.